Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The guidewire used in the procedure was not received with this device. A forte guidewire was used for functional testing. The outer diameter (od) of the forte guidewire was measured using a calibrated snap gauge. Functional testing was performed by loading the guidewire into the tip and exit notch of the device. The guidewire was able to be advanced through the entire length of the inner shaft both times no resistance. Device analysis determined the condition of the returned device was not consistent with the complaint incident. Additionally, there was damage to the hypotube and shaft of the device found. Microscopic examination and tactile inspection presented numerous kinks throughout the hypotube of the device and throughout the outer and inner shafts of the device. The inner diameter (ID) of the catheter was measured at exit notch and distal tip with a calibrated pin gauge set; which is within the nc quantum apex specifications. Microscopic examination and functional testing presented no evidence of any damage or irregularities in the inner lumen. Microscopic examination presented no evidence of any damage or irregularities in the tip. Inspection of the remainder of the device, apart from the observed damage, presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the proximal and middle of left anterior descending artery. A non bsc guidewire was advanced to the lesion. A 20mm x 2.75mm nc quantum apex¿ balloon catheter selected to dilate the lesion. Inflation was performed several times. The guide wire was unable to be removed from this device. The physician completed the procedure with the removal of the balloon and the guide wire as a unit. The physician suspected that the event was caused by a flattened inflation lumen. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the proximal and middle of left anterior descending artery. A non bsc guidewire was advanced to the lesion. A 20mm x 2.75mm nc quantum apex¿ balloon catheter selected to dilate the lesion. Inflation was performed several times. The guide wire was unable to be removed from this device. The physician completed the procedure with the removal of the balloon and the guide wire as a unit. The physician suspected that the event was caused by a flattened inflation lumen. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).